Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure of the right ventricular lead, r-wave sensing decreased upon helix extension. During implant the lead helix was slow coming out. The lead was not used and replaced.